Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that during a recanalization procedure the catheter tip allegedly broken. It was further reported that small segment remained in patient. Reportedly medical intervention was required to remove the broken segment. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was required. The lot met all release criteria. Investigation summary: one crosser 6s cto recanalization catheter was returned. During sample evaluation the sample appears to be clean and bunching was noted near the distal end. The distal tip found to be missing and not returned. No anomalies noted to transducer handle or saline hub. Functional testing was not performed. Therefore the investigation is confirmed for the alleged tip detachment and the bunching noted from the strain relief material twist is also confirmed.one electronic photo was provided and reviewed. The photo shows the patient details on which the device was used. The evidence is not conclusive to support the alleged failure, the tip detachment remains inconclusive.the root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 05/2021),g3,g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure the catheter tip allegedly broken. It was further reported that small segment remained in patient. Reportedly medical intervention was required to remove the broken segment. The current patient status is unknown.